Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by loose switch bracket screws. The upper auxiliary assembly (containing the s crews) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.